Event description:
It was reported that the patient¿s device showed high impedance. No surgical intervention has occurred to date. No additional or relevant information has been received to date.

Manufacturer narrative:
Event description; corrected date; initial MDR inadvertently omitted information known on device disposition prior to submission. If explanted, give date (mo/day/yr); corrected date; initial MDR inadvertently omitted information known on device disposition prior to submission. Evaluation codes , method; corrected date; initial MDR inadvertently omitted information known on device disposition prior to submission.

Event description:
The patient had a full replacement surgery. The explanted devices will be discarded and are not available for return.